Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). High gradient can be a result of possible valve related and/or non-valve related issues. The root cause of this event cannot be determined with the available information. The subject device is not available for evaluation as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards received notification that this patient with an edwards pericardial aortic valve of unknown size showed high gradients after an implant duration of two (2) years. A re-do surgery is being considered. No other details were provided.